Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition right side essure / migrated essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain") and menstrual disorder ("recommended to start hormonal drugs to aleviate her menstrual"). At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain, pelvic pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('after tubes were removed part of coil was left') and device dislocation ('malposition right side essure / migrated essure/right essure is potentially malpositioned') in an adult female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain") and menstrual disorder ("recommended to start hormonal drugs to aleviate her menstrual"). The patient was treated with surgery (essure removal). At the time of the report, the device breakage, device dislocation, dysmenorrhoea, abdominal pain, pelvic pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menstrual disorder and pelvic pain to be related to essure. The reporter commented: left: 1 coil was visualized in the uterine cavity. On the right side there were no coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: one of her essure coils may be malpositioned.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:device dislocation concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Reporter information, medical history, lot number, lab data, removal surgery added. Event: after tubes were removed part of coil was left added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('after tubes were removed part of coil was left') and device dislocation ('malposition right side essure / migrated essure/right essure is potentially malpositioned') in an adult female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain") and menstrual disorder ("recommended to start hormonal drugs to aleviate her menstrual"). The patient was treated with surgery (essure removal). At the time of the report, the device breakage, device dislocation, dysmenorrhoea, abdominal pain, pelvic pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menstrual disorder and pelvic pain to be related to essure. The reporter commented: left: 1 coil was visualized in the uterine cavity. On the right side there were no coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: one of her essure coils may be malpositioned.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:device dislocation concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage lot number:a34124 manufacturing date: 2012-07 expiration date:2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition right side essure / migrated essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain") and menstrual disorder ("recommended to start hormonal drugs to alleviate her menstrual"). At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain, pelvic pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.